Event description:
It was reported that they experienced multiple line blocked alarm in the pump while using the cadd cleo infusion set. After changing the new infusion set and site, the reported issue was resolved. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.